Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed bolus stopped. Troubleshoot was performed. Customer stated they were getting bolus stopped alarms frequently even thou they have finished the step. Customer has seen their nurse for the issue. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was received in no manufacturing mode noted. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple bolus deliveries were program. All boluses were delivered properly. No unexpected bolus stopped alarms noted during testing. Unit was functioning properly. Unit was received with minor scratched lcd window, cracked retainer and scratched case.